Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). After testing, the physician determined that there was no issue with the device, it was related to the patient's anatomy, and also, the physician believed that the patient would improve with more pressure in the balloon. The balloon was removed and a new one was implanted. There were no patient complications.